Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with button error alarm and had no button response due to corroded keypad traces. Unable to perform the displacement test due to the unresponsive buttons. The device also was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
It was reported that the customer tried to deliver a bolus but the screen would not move from the blood glucose page. Customer reported she received a button error alarm. Customer's blood glucose level at the time 177mg/dl. Advised customer that insulin pump will be replaced. No additional information is provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.